Manufacturer narrative:
The devices remain implanted in the patient and are not available for inspection. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2010-00167 and # 9616099-2010-00169.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
Additional information received from the sapphire study during the twelve-month follow-up contact indicated that the patient expired approximately six months after the study index procedure. The event was reported to be unrelated to the study devices/procedure or any cordis product. Attempts to obtain additional information have been unsuccessful.

Event description:
The email received for the (B) (6) study indicated that, during the catheterization the patient experienced a neurological event diagnosed as an ischemic stroke. The precise stent was implanted in the ostium of the right internal carotid artery without complication. The angioguard device was removed without complication. Following the carotid stent placement, a wingspan intracranial stent was implanted in the left vertebrobasilar artery. During this intracranial stent placement, the patient experienced a sudden onset of dysarthria. The physician feels the stroke is related to the intracranial stent placement and not the carotid stent placement. Per information received from the study coordinator, the patient remains in the ICU at this point mainly due now to her heart issues. She is fully coherent, moves all four extremities, but still has a slight left facial droop. A complete (B) (6) has not yet been completed as the patient was intubated and is now still very weak.

Manufacturer narrative:
Additional information was received for this (B)(4) study patient. The additional information received was the adjudication minutes for this patient. Adjudication minutes review: the adjudication minutes received 3/30/2011 agreed that the previously reported contributing etiology for the patient's death was neurological in nature and that the patient had experience an ischemic stroke. This information does not change the previous determination. The codes of "death and ischemic stroke" will remain as reportable complaints. In addition it was reported that approximately two days post procedure and prior to discharge the patient experienced an mi. To better reflect the adjudication determination mi will be added to the file as a reportable event. The cc has been updated to reflect additional information from the adjudication minutes noting that the patient experienced an mi approximately 2 days post index procedure. The complaint received states that during the index procedure this (B)(4) study patient suffered an ischemic stroke and six months post procedure expired. This was a (B)(6) female with medical history including synchronous and severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, severe pulmonary disease, severe tandem lesion, contralateral carotid occlusion, and hypertension. This patient met the high-risk criteria for age greater than 75 years and contralateral carotid occlusion. The email received for the (B)(4) study indicated that, during the catheterization the patient experienced a neurological event diagnosed as an ischemic stroke. The precise stent was implanted in the ostium of the right internal carotid artery without complication. The angioguard device was removed without complication. Following the carotid stent placement, further intervention was performed. A wingspan intracranial stent was implanted in the left vertebrobasilar artery. During this intracranial stent placement, the patient experienced a sudden onset of dysarthria. The physician feels the stroke is related to the intracranial stent placement and not the carotid stent placement. Per information received from the study coordinator, the patient remained in the ICU mainly due to her heart issues. She is fully coherent, moves all four extremities, but still has a slight left facial droop. The patient was transferred from acute hospital care to a rehabilitation facility. Additional information reported that approximately six months post index procedure, the patient had expired. Multiple attempts to gather further information regarding the patient's death have been unsuccessful to date. The stent remains implanted thus unavailable for analysis. The devices remain implanted in the patient and are not available for inspection. Manufacturing record (DHR) review was conducted for the affected lot numbers and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. No corrective action is required at this time. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient was of advanced age and had multiple medical conditions that may have contributed to the reported death. Myocardial infarction is a known potential adverse event associated with stent implantation procedures. This, combined with the patient's complex medical status, significant cardiac involvement (in the pre-operative holding area the neurological status of the patient deteriorated. She was found to have a third-degree atrioventricular block. A transvenous pacer wire was subsequently placed without complications), vessel characteristics and procedural factors may have contributed to the event. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2010-00167 and # 9616099-2010-00169.

Manufacturer narrative:
The complaint received states that during the index procedure this (B)(4) study patient suffered an ischemic stroke and six months post procedure expired. This was a (B)(6) female with medical history including synchronous and severe cardiac and carotid disease requiring open-heart surgery and carotid revascularization, severe pulmonary disease, severe tandem lesion, contralateral carotid occlusion, and hypertension. This patient met the high-risk criteria for age greater than 75 years and contralateral carotid occlusion. The email received for the (B)(4) study indicated that, during the catheterization the patient experienced a neurological event diagnosed as an ischemic stroke. The precise stent was implanted in the ostium of the right internal carotid artery without complication. The angioguard device was removed without complication. Following the carotid stent placement, further intervention was performed. A wingspan intracranial stent was implanted in the left vertebrobasilar artery. During this intracranial stent placement, the patient experienced a sudden onset of dysarthria. The physician feels the stroke is related to the intracranial stent placement and not the carotid stent placement. Per information received from the study coordinator, the patient remained in the ICU mainly due to her heart issues. She is fully coherent, moves all four extremities, but still has a slight left facial droop. The patient was transferred from acute hospital care to a rehabilitation facility. Additional information reported that approximately six months post index procedure, the patient had expired. Multiple attempts to gather further information regarding the patient's death have been unsuccessful to date. The stent remains implanted thus unavailable for analysis. The devices remain implanted in the patient and are not available for inspection. Manufacturing record (DHR) review was conducted for the affected lot numbers and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. No corrective action is required at this time. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient was of advanced age and had multiple medical conditions that may have contributed to the reported death. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2010-00167 and # 9616099-2010-00169.